Event description:
Additional information was received from the manufacturer representative (rep) reporting that group a the contact 8 was used in programming, in group b not. The patient used the group b mainly. After the programming session, the contact 8 was not used anymore. The cause of the ins shutting off was not determined. No further actions were taken, waiting for the findings from the medtronic data report. Issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date inaccurate, only the year is valid. G2: the country of origin is switzerland. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins had repeatedly switched itself off in recent weeks. There were no contributing factors. Impedances were measured, and contact 8 displayed high impedances. The issue was not resolved. Surgical intervention did not occur and was not planned.